Event description:
While attempting to inject botox for routine migraine treatments, it was noted that the glide needles where not penetrating the skin due to apparent "dullness". This occurred on two different dates and with two separate providers. In each case additional needles from the same box were opened and attempted to be used, again with the same difficulty. Needles from another box were subsequently used with successful treatment to the patients. The manager was notified and two boxes of needles, from the same lot were pulled off the shelf.

Event description:
While attempting to inject botox for routine migraine treatments, it was noted that the glide needles where not penetrating the skin due to apparent "dullness". This occurred on two different dates and with two separate providers. In each case additional needles from the same box were opened and attempted to be used, again with the same difficulty. Needles from another box were subsequently used with successful treatment to the patients. The manager was notified and two boxes of needles, from the same lot were pulled off the shelf.